Manufacturer narrative:
Material #: 761165. Lot/batch #: 1167487. Bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with 15 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the paxgene® blood dna tube are filling slow thus resulting in insufficient flow. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting blood is filling the tube very slowly when using product 761165, lot 1167487."